Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the metal piece from the charging cable that goes inside of the pump when charging broke off of the charging cable but did not get stuck in the pump. The customer's blood glucose level was 123 mg/dl. A replacement cable was sent to the customer to resolve the issue.